Event description:
Healthcare professional reported a right side device has caused or contributed to an event but has not provided event information. Later reported capsular contracture baker grade unknown via ultrasound and clinically diagnosed. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a right side device has caused or contributed to an event but has not provided event information. Later reported capsular contracture baker grade unknown diagnosed via ultrasound and clinical examination. The device has been explanted and replaced.